Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge, distal fiber breakage. The most probable root cause traced to the component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the subject device had a hole in the tubing and had a leak. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the subject device had a hole in the tubing and had a leak. There was no patient involvement.